Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 195mg/dl, 70mg/dl, 202mg/dl, 205mg/dl. Tests were done within <10 mins with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.